Event description:
It was reported that the customer's insulin pump was not functioning properly, and she disconnected from the device. The caller inserted a new battery and the insulin pump came on while attempting to rewind. The customer stated that the insulin pump alarmed. The blood glucose reading was 340mg/dl, and she treated with a shot. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. However, the displacement test passed. Further testing could not be performed due to the loose drive support disk. The device had cracked case all corners of display window, cracked reservoir tube and broken reservoir lip, missing reservoir "o-ring", cracked battery tube threads, scratched screen, and missing end cap sticker.